Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2009, this patient underwent an endovascular repair of a thoracic aortic aneurysm using two gore® tag® thoracic endoprostheses. No issues were reported. The patient tolerated the procedure. On (B)(6) 2009, the patient was discharged. Subsequent follow-up imagings showed no issues, and shrinkage of the aneurysm to 45.5mm. On (B)(6) 2011, two year follow-up imaging showed that the diameter of the aneurysm was 50.3mm. It was unknown if endoleak was present. On (B)(6) 2011, the patient developed stanford type a aortic dissection, and was emergently taken to the institution. While in an ambulance, the patient went into cardiopulmonary arrest, and cardiopulmonary resuscitation (CPR) was performed. At the institution, the patient received continuous CPR, transfusion, and adrenaline; however the patient did not recover, and it was elected to halt the resuscitation attempts. On the same day the patient expired. The cause of the dissection was reported to be unknown. It was also unknown if the dissection was antegrade or retrograde. No autopsy was performed.